Manufacturer narrative:
(B)(6). Device evaluation: the product testing could not be performed. The reported complaint cannot be confirmed. Manufacturing record review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that when machine was used to treat cataract surgery, machine did not accurately scan the lens thickness and posterior capsule position. The scan identified that the lens thickness was 4.5 mm but the actual lens thickness of the patient was 3 mm. This resulted in the damage of the posterior capsule during laser fragmentation. Vitrectomy was required. In addition, this surgery was incomplete laser capsulorhexis. No further intervention performed. No further information available.